Event description:
It was reported by the depuy mitek affiliate that the ceramic portion of a duput mitek vapr se electrode broke off into the patient. All the pieces were retrieved from the patient and there were no patient consequences.